Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was displaying an unknown error message. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2012. The patient's testing frequency and normal blood glucose range are not known. In addition to oral medication (type and dose unspecified), the patient stated, she also manages her diabetes with diet and/or exercise. However, the patient denied taking any action in response to the reported meter issue and subsequently at an unclear date/time later, the patient claimed, she developed unspecified symptoms of high sugar. Following the alleged meter issue, it is not known if the patient tested her blood glucose with secondary/back-up device and it not clear if the patient discontinued her diabetes regimen. The patient denied receiving treatment after the reported meter issue occurred. During troubleshooting, the csr noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the meter and test strips passed all testing with no faults found. The meter was found to work properly. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.